Manufacturer narrative:
Additional information: per analysis update. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-14393. It was reported that the left ventricular lead was dislodged. During procedure on (B)(6) 2019, the left ventricular lead was explanted and replaced. The replacement lead tip appeared to be damaged and exhibited insertion difficulty when inserting the guide sheath into the lead. The replacement lead was not used and was replaced successfully. The patient was stable post procedure.